Event description:
It was reported that the facility is experiencing a high rate of occlusions with the provena dl catheters. No other information is currently available.

Event description:
It was reported that the facility is experiencing a high rate of occlusions with the provena dl catheters. It was stated that there was 8 reports submitted from floor nurses who had complete occlusions, and the piccs were unable to be cathflo¿d successfully. This report addresses the first PICC.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was inconclusive due to non-original product sample return. One sealed 4fr dl powerpicc provena catheter kit was returned for investigation with lot: recy7968. The catheter was flushed with water using a 12 ml syringe and was patent to infusion. The catheter was cut near the 10 cm depth marker. The wall thickness, outer diameter, and lumen were measured and found to be within specification. The catheter was retained and kit components were discarded. Since no issues were observed on the returned sealed sample, the complaint could not be confirmed. Based on the description of the reported event, possible contributing factors include catheter kinking and catheter maintenance. The product IFU states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort" and "flush each lumen of the catheter with 10 ml of sterile saline every 12 hours or after each use. Use a 10 ml or larger syringe. 2. In addition, lock each lumen of the catheter with heparin fl ush solution. Usually, 1 ml per lumen is adequate."

Event description:
It was reported that the facility is experiencing a high rate of occlusions with the provena dl catheters. It was stated that there was 8 reports submitted from floor nurses who had complete occlusions, and the piccs were unable to be cathflo¿d successfully. This report addresses the first PICC.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recy7968 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (recy7968) have been reported from the same facility.